Manufacturer narrative:
No button error alarm. The insulin pump had intermittent button response due to moisture damage on keypad trace. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they received a button error alarm. The customer's spouse reported that the insulin pump got exposed to moisture. The customer's blood glucose was 336 mg/dl at the time of incident. The customer's spouse stated that they treated the blood glucose with insulin pen. The customer's spouse stated that they were unable to clear the button error alarm. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.